Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion and calcium deposits at the lead tip. This type of insulation damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with a heart valve. The reported low impedance measurements were likely the result of the abraded insulation. Patient code 3191 captures the reportable event of surgery and additional intervention required.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issues. The patient underwent surgical intervention to replace the lead. Additional information received suggests that the reason for this lead was low out of range impedance. In addition, days after the procedure was reported that the patient had an infection, but in the device tracking form it was reported that this lead was successfully explanted. New information from the field representative stating that the physician was not able to extract any leads at the previous procedure, which suggests that this device has an additional allegation for infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion and calcium deposits at the lead tip. This type of insulation damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with a heart valve. The reported low impedance measurements were likely the result of the abraded insulation. Patient code 3191 captures the reportable event of surgery and additional intervention required.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issues. The patient underwent surgical intervention to replace the lead. Additional information received suggests that the reason for this lead was low out of range impedance. In addition, days after the procedure was reported that the patient had an infection, but in the device tracking form it was reported that this lead was successfully explanted. New information from the field representative stating that the physician was not able to extract any leads at the previous procedure, which suggests that this device has an additional allegation for infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product has not been returned. If this product is returned and analysis is performed. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issues. The patient underwent surgical intervention to replace the lead. Additional information received suggests that the reason for explanting this lead was low out of range pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and additional intervention required. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion and calcium deposits at the lead tip. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with a heart valve. The reported low impedance measurements is likely the result of the calcium deposits and lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issues. The patient underwent surgical intervention to replace the lead. Additional information received suggests that the reason for this lead was low out of range impedance. In addition, days after the procedure was reported that the patient had an infection, but in the device tracking form it was reported that this lead was successfully explanted. New information from the field representative stating that the physician was not able to extract any leads at the previous procedure, which suggests that this device has an additional allegation for infection. No additional adverse patient effects were reported.